Event description:
It was reported that about one month post implant, it was determined the extravascular (ev) lead had migrated from its initial placement.  A repositioning procedure occurred two weeks later, upon revision it was determined the constrictor knot was applied across the anchoring sleeve grooves, resulting in insufficient fixation as well as the fixation of the caudal anchoring sleeve on the fascial side was also insufficient. Defibrillation threshold testing (dfts) was recompleted post repositioning and successful. The lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6) ); product type: 0235-ICD; implant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.